Manufacturer narrative:
One device was received for evaluation. Visual inspection found that the latch pin was broken. The device's event history log was reviewed for evidence of the reported problem and found lec 1310" in the log. To conduct functional testing the device was powered up. Upon review, the reported problem was duplicated. It was determined that error code 1310 was user error and the device used improperly. The error code was cleared. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device exhibited lec 1310 error. Patient involvement is unknown.